Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy, it was difficult to close and fire. Another device was used to complete the case with no consequence to the pt.